Manufacturer narrative:
(B)(4). Device analysis: the el314 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. No functional test was performed due to the condition of the applier. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Event description:
It was reported that the device was found to not be holding clips. There was no patient involvement.